Event description:
A ventilator was returned for service to the manufacturer and service required codes were found in the error log. There was no harm or injury reported. At this time, the service has not been completed. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned for service to the manufacturer and service required codes were found in the error log. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's motor blower assembly was replaced to resolve the issue. The tubing, flow sensor, and fan had contamination and were replaced to resolve the issue. Additionally, the fan retainer kit had physical damage/broken leg and has been replaced. The inlet air path assembly and removable air path foam were replaced.